Manufacturer narrative:
Based on the information reported to davol, the pt developed a hernia after a laparoscopic cholecystectomy. That hernia was repaired with a composix mesh on (B)(6) 2007. The pt has reported that since the implant, he has had intermittent fevers, diarrhea and pain. Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been provided, no specific device failure has been alleged and no sample has been returned for evaluation. A manufacturing review that included verification of sterility did not show evidence of a manufacturing related cause for the alleged event. Based on the information available, no conclusion can be drawn.

Event description:
Based on information reported to davol: 2006 - pt underwent laparoscopic cholecystectomy and subsequently developed an umbilical hernia. On (B)(6) 2007 - pt underwent laparoscopic umbilical hernia repair with composix mesh. The pt reported since the time of umbilical surgery, he has had intermittent fevers, pain and diarrhea.